Event description:
(B)(4). Ever since a couple months after I received essure sex is no longer enjoyable. I can see why it's birth control because it hurts so damn bad when you have sex, so then you have sex as less as possible. Not to mention the hours you lay curled up in the fetal position afterwards because your insides are so inflamed. I also am bloated to the point where I look and also feel (B)(6) . I randomly pass air when I pee. I also get sharp random pains in the pelvic area that cause me to double over until it passes.